Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient the patient experienced extracardiac stimulation. The patient came in to the office with reports of occasional positional diaphragmatic stimulation. The device was reprogrammed and the left ventricular (lv) lead. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.